Event description:
Per the independent repair center, the customer alleged problem is a noisy unit. The key failure is the compressor is noisy.as stated on the repair statement additional malfunctions on this device: power switch and pc board have short circuited.